Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with power error detected alarm. The blood glucose was 127 mg/dl at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Notification light did not immediately stop flashing. Customer advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.